Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced on the iesu connected to the system. Logs confirmed the errors that occurred in the field. A visual inspection was performed, and the unit had no significant scratches or dents. The front bezel was in decent condition. The error occurred during start-up and with monopolar coagulation activation on the iesu unit that was placed on the system and run in normal mode.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the vision system experienced a repeated error on the integrated electrosurgical unit (iesu). The site was not able to locate where the iesu generator was connected. The staff tried to power cycle the generator with no change. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon made the call to switch to an open procedure because he did not have energy on his instruments. The conversion resulted in an open incision. The patient tolerated the change.